Event description:
It was reported that during a vena cava insertion procedure, the filter prematurely deployed. Vascular access was obtained via the femoral artery. Upon the attempt to advance the greenfield vena cave filter to the non-calcified vena cava, the first filter kinked and would not deploy. The physician then introduced a second greenfield vena cava filter into the femoral artery, however, the filter prematurely deployed. The filter was successfully removed, and a third filter was then successfully deployed. The patient was taken to pacu in satisfactory condition, and no complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).